Manufacturer narrative:
Read-21: this complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre product continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Ins-3: this complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre product continue to be safe, effective, and perform as intended in the field. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. There were 2 additional sensors reported (unk, unk) and they have been captured under this submission. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "libre 3 sensor I'd never had a problem with low blood sugar but I was receiving a sensor alarm alerting me to "dangerously low blood sugar" readings constantly. The alerts happened most often if I was just beginning to exercise or when I was sound asleep. I checked my blood sugar manually & got a normal reading. I asked my medical professional & was told to go by the libre 3 sensor. I was eating glucose pills to bring my sugar up but according to the monitor I was staying in the low range for up to a half hour. Even straight candy didn't move my number up on the monitor. I can see how diabetics died or were injured by these evil things. They're junk & they fall out & malfunction in addition to the false blood sugar readings. I had a heart attack 2 months after starting these malfunctioning monitors. I haven't used one since. I received a letter from the company, they want the serial number and say they will send a monitor to replace the faulty one, but I want my money back. I'm scared to use any of this stuff coming from china anymore. I want to report this to help stop what's happening to innocent trusting people." Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.